Event description:
I am a diabetes educator and one of my patients came to me with some one touch ultra test strips -for a home blood glucose monitor- which he didn't think were working accurately. I checked his boxes against a notice I rec'd from lifescan -johnson & johsnon- and realized they might be counterfeit strips. We reported this to lifescan and they informed us they were "redirected" strips, ie: meant for other markets and not intended for use in north america. One of the boxes was clearly market "not for sale in north america." I am concerned that other ultra one touch users serviced by the pharmacy where my pt obtained his strips still have and are using these strips. I am hoping the FDA can help to find out, who these people might be and alert them since incorrect strips and thus incorrect blood sugar readings could have an adverse effect on these diabetics.